Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 60 indicating a bluetooth communications error; the alert was verified in device history, persisted after restart, and the pump was replaced, while blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with failure to read an input signal. The device was placed on a charging pad and powered on successfully. It was paired with the mobile app and remained connected throughout the investigation without any issues. The leadscrew was wound to 165 units and rewound three times. The "about ilet" menu was reviewed and confirmed that all addresses were within specification. A visual inspection of all internal components revealed they were intact and in good condition. The device appears to be functioning as intended, with no faults identified during the investigation. The issue could not be confirmed as the device functioned as designed while troubleshooting with various test methods.